Event description:
Pt on home tpn therapy. When attempting to attach sims deltec tubing 21-7071 to the cadd-tpn pump, the tubing would not attach. Upon investigating, the pt's spouse discovered that the plastic "cassette" was configured differently than all the others. It has an extra tab of plastic that prevents it from attaching to the pump.